Event description:
The facility reported an infusion pump with failure code 12:303. It is not known if the failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided./